Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was moderately tortuous. A 15mm x 4.50mm nc quantum apex balloon catheter was selected for pre-dilation and was advanced to the lesion with slight force applied. On the first inflation, the balloon ruptured at 12atms after being inflated for approximately 5 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed tip was damaged and the inner shaft was folded 1.5 cm proximally from the proximal balloon bond. When positive pressure was applied with an inflation device filled with water, a stream of water dripped from the tip. Magnified inspection revealed a hole in the inner shaft at the fold location. There was no damage noted to the balloon. Functional testing confirmed the hole in the inner shaft prevented balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was moderately tortuous. A 15mm x 4.50mm nc quantum apex balloon catheter was selected for pre-dilation and was advanced to the lesion with slight force applied. On the first inflation, the balloon ruptured at 12atms after being inflated for approximately 5 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.